Event description:
The device was returned for an air compressor failure. The device was opened to inspect for internal damage. No damage was identified. Damage was identified on the mr unsafe sticker located on the rear housing. The device was put into manufacturing mode to test the pneumatics system. The device was able to pass recharge testing but was unable to perform the hardware test, displaying a critical exception error. The hardware test was attempted multiple times with the test tool displaying a critical exception error each time. Because of how the device is not able to function when the device is receiving commands for pneumatic functions, it is assumed that the som the root cause of the issues experienced. This theory was confirmed when a the installed som was swapped out with a new programmed som. The device was able to pass the hardware test with this new som installed.

Event description:
The following has been reported: biomed reported: pump has red service needed error and sounds like it is struggling/making weird noises. A preliminary review identified the following issue: mechanical hardware failure (air compressor. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.